Event description:
It was reported that a newly started continuous glucose monitoring sensor remained in pairing status for about an hour until the user rescanned it, after which it entered warmup and showed less than one minute remaining, indicating a pairing connection issue that resolved with standard troubleshooting. Symptoms included no alerts or alarms. Outcomes included no clinical impact and no need for medical care. Investigation included customer support guidance to rescan the sensor, which restored normal operation. Investigation of this case revealed that the device-to-sensor pairing process did not complete initially but functioned as designed after the rescan, indicating a transient connectivity issue without hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interface or communication interruption that resolved with rescanning.